Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Review of the ventilator diagnostic log noted an occurrence of a data acquisition pcba adc reference failure. Upon evaluation, the manufacturers service technician reported finding the cable between the data acquisition and motor controller boards was not fully connected. The service technician reported reseating the cable to address the finding. Applicable final testing was completed and tests passed to operating specifications. If the noted failure were to occur during operation, a vent inoperative condition could occur. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.